Event description:
A report was received that the patient was having trouble charging the ipg. Database analysis suggested signs of a flipped ipg and was confirmed by x-ray. The patient will undergo a pocket revision.